Event description:
The instruments were used during a laparoscopic cholecystectomy. It was reported the 355l blade was exposed when inserted. No tissue was damaged as a result. The 511s trocar gasket fell into the trocar shaft. It did not go into the pt and was retrieved from the shaft without difficulty. Dr stated he was using a right angle through the 511s when the gasket fell into the trocar shaft. There was no consequence to the pt.